Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n122996004, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that during an MRI performed in 2012 the patient¿s pump ¿kind of felt warm inside.¿ the MRI was performed for medical issues unrelated to the device system. The pump did not contain medication at this time and had not delivered therapy since december, 2011.

Manufacturer narrative:
(B)(4).